Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the 3ml syringe (zr® prefilled flush syringe by medline) is recognized by the older 8110 model syringe pumps but not recognized by the new ones. There was no patient involvement. It is to be noted that the syringe the customer is using is not on bd's approved compatible syringe list.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a 3ml syringe used by the facility being detected in older syringe module versions but not the 12.3 was confirmed. The reported syringe is not approved by bd. Inspection and testing of the device could not be performed as it was not provided for investigation. The bd alaris user manual v12.3.2 states under warnings ¿ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy.¿ the manual also provides a list of compatible and approved syringes. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the 3ml syringe used by the facility being detected in older syringe module versions but not the 12.3 was confirmed to be due to the user using a not bd approved or compatible syringe. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 3ml syringe (zr® prefilled flush syringe by medline) was allegedly recognized by the "older 8110 model syringe pumps but not recognized by the new ones". There was no patient involvement. Bd received additional information. The customer provided a photo depicting a 3ml zr® prefilled flush syringe loaded into alaris 8110 syringe pump. Pcu displayed "syringe selection" and list monoject 3ml. Note that bd alaris user manual instructs users the following: "at the start of a syringe module infusion program, the system prompts to select and confirm the syringe type and size. The system automatically detects the syringe size, and lists syringe types and sizes that most closely match the installed syringe. If the syringe is not recognized, syringe not recognized is displayed. Press the soft key next to installed syringe type and size. If a default syringe list has been enabled and correct syringe cannot be found, press the all syringes soft key to select from a list of all compatible syringes." Furthermore, users are warned: "do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems, which is of particular importance for neonatal populations, including low, very low, and extremely low birthweight neonates." Zr® prefilled flush syringes are not compatible with alaris 8110 syringe module. The customer is requesting to add this syringe to the compatibility list.